Event description:
It was reported by service report that the head left siderail was not staying up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head left siderail timing link.